Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the lead was revised because the rep was getting high impedance values on all electrodes for one side of the system. The rep initially ran a connection check and found all electrodes on the 0-7 side of the lead to have red indicators (out of range). It was noted that the rep switched the ports of the extension and all electrodes on the 8-15 side displayed red indicators. In addition, the rep indicated that they retested the impedances after the revision (without changing out any components) and then the impedances normalized. Lastly, the rep noted that the impedance issues were discovered while they were changing out the implantable neurostimulator (ins) only due to a routine elective replacement indicator (eri) notification. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-sep-16. It was reported that the cause of the high impedances was not determined, and the ins was completely dead. There were no further complications reported or anticipated.